Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No unexpected low reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was flushed and insulin delivery was not accurate. Customer¿s blood glucose was in the range of 200 mg/dl to in the range of 300 mg/dl at the time of incident. The customer¿s current blood glucose level is 210 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was assisted with troubleshooting. Based on customer¿s report customer did not allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experience any symptoms of high blood glucose value. The customer was advised to replace and to disconnect from the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.